Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study: it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up, transesophageal echocardiography (tee) imaging showed a small peri device leak (pdl) of 0.19 cm. A repeat tee was performed on (B)(6) 2025, and imaging showed worsening pdl measuring 3.2mm. The patient is scheduled for a laac-pdl repair. It was further reported that on (B)(6) 2025 the patient underwent laac-pdl repair with a non-boston scientific (bsc) ruby coil and one non-bsc vascular plug. It was further reported that on (B)(6) 2025, oral anti-thrombotic medication was discontinued prior to the procedure.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on 27-mar-2025. The patient was discharged. During a routine 45-day follow up, transesophageal echocardiography (tee) imaging showed a small peri device leak (pdl) of 0.19 cm. A repeat tee was performed on (B)(6) 2025, and imaging showed worsening pdl measuring 3.2mm. The patient is scheduled for a laac-pdl repair. It was further reported that on (B)(6) 2025 the patient underwent laac-pdl repair with a non-boston scientific (bsc) ruby coil and one non-bsc vascular plug. It was further reported that on (B)(6) 2025, oral anti-thrombotic medication was discontinued prior to the procedure. It was further reported that the outcome of the event was resolved with sequelae on (B)(6) 2026.

Event description:
Reported via clinical study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up, transesophageal echocardiography (tee) imaging showed a small peri device leak (pdl) of 0.19 cm. A repeat tee was performed on (B)(6) 2025, and imaging showed worsening pdl measuring 3.2mm. The patient is scheduled for a laac-pdl repair.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedh6: impact code added.

Event description:
Reported via clinical study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up, transesophageal echocardiography (tee) imaging showed a small peri device leak (pdl) of 0.19 cm. A repeat tee was performed on (B)(6) 2025, and imaging showed worsening pdl measuring 3.2mm. The patient is scheduled for a laac-pdl repair. It was further reported that on (B)(6) 2025 the patient underwent laac-pdl repair with a non-boston scientific (bsc) ruby coil and one non-bsc vascular plug.